Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad trace. Insulin pump had minor scratches to lcd window, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 117 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.